Event description:
It was reported that the implantable cardiac monitor (icm) did not initially show two ventricular tachycardia (vt) episodes at time of device interrogation. However the icm later showed the two vts when the interrogate all function was performed. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer, analyzed, and no anomalies were found.